Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages, check therapy pad messages, arrhythmia alarms) was confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the electrode belt had an open pulse along the front pulse wire. The root cause for the open wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. See (B)(4). No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported receiving adjust belt/check belt messages, check therapy pad messages and arrhythmia alarms.